Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility in (B)(6) reported during surgery, the inner needle of the cutter did not move. After pedaling the foot switch several times, the inner needle started to move. No patient injury reported.